Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter had an unknown issue. The complaint was classified based on customer care advocate (cca) documentation as the patient was not able to be reached to obtain further information. The patient did not specify the nature of the meter issue. The patient reported developing symptoms but did not specify what symptoms occurred. It is unknown what treatment, if any, the patient received. Troubleshooting was unable to be performed. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.